Event description:
The initial reporter stated that the pump was not delivering. They stated that they had programmed the pump to deliver over an hour and that it had only delivered approximately 30% of the feeding. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. [Complaint- (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that they had programmed the pump to deliver over an hour and that it had only delivered approximately 30% of the feeding. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).